Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a clearlink buretrol solution set in which the anesthesia department in the facility reported that the buretrol set came apart where the drip chamber connects to the burette was confirmed during sample evaluation. Visual inspection confirmed the presence of a lack of solvent on the ring on the bottom of the burette chamber. The assignable root cause for the reported condition is a lack of solvent on the ring on the bottom of the burette chamber. No repairs were made since this is a single use device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The customer reported to baxter (B)(4) one (1) clearlink buretrol solution set in which the anesthesia department in the facility reported that the buretrol set came apart where the drip chamber connects to the burette. The condition occurred during patient use. The medications used are unknown. It is unknown how long into the infusion the condition occurred. There was no patient injury or medical intervention reported. No additional information is available. The sample is available for evaluation

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.